Manufacturer narrative:
Investigation has been completed and evaluation codes updated. Method - visual inspection, complaint history review, technical/medical assessment. Results - visual inspection - confirmed the reported failure. (B) (4). Technical/medical assessment - two potential harms were identified in the moderate or serious zone. Potential revision surgery and adverse reaction from metal requiring intervention were identified.

Event description:
It was reported that "rod inserter shafts are missing rings."